Manufacturer narrative:
A getinge field service engineer (fse) found out that the iab fill port fitting was broken and because of that the safety disk was not functioning properly. The fse replaced the condensate removal module (crm) and the safety disk. The fse performed full functional verification test and the iabp passed and was returned to the customer for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that, prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would not fill the helium. No patient involvement. No adverse event was reported.